Event description:
Caller states customer had low blood glucose symptoms with blood glucose result of 140 mg/dl obtained on the advantage system. Caller force-fed customer orange juice; paramedics arrived 20 minutes following the result of 140 mg/dl and obtained a blood glucose result of 40 mg/dl on the professional device. Customer was taken to the hosp and received unknown treatment for hypoglycemia; he was released from the hosp the following day. Requested return of suspect device and replacement was sent.